Event description:
Placement of a button percutaneous endoscopic gastronomy (peg) tube was attempted, however, unsuccessful as the push technique did not work due to the ostomy being completely closed off. The pull technique was applied for the button peg tube replacement as well, however, was unsuccessful once again. The peg tube broke off as the physician was not able to pull through the ostomy due to severe scar tissue. The ostomy was then enlarged with a scalpel and the traditional peg tube was placed and fixated at 3 cm.